Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that prior to implant, the physician was checking the lead and could not extend the helix properly. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".